Event description:
Caller alleged discrepant results (precision). Results as follows: 1st inr = 2.0, 2nd inr = 2.7.

Manufacturer narrative:
Summary: end-user reported precision discrepant test result. Meter in complaint in ratio-I was returned. %cv calculation revealed cv% above precision criteria. (In- house tested) the returned meter vs. Other lab meters with therapeutic sample and retain strips. All results met precision criteria. Functional test was performed on returned meter. All test criteria passed. Meter deficiency was not established. Further action is not required at this time. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. Hence, no further investigation required. On 08/10/09 - biostie received and decontaminated 1 inratio1 meter. Investigation results, & in-house (precision) testing: inratio precision data provided by end-user lot: ist inr = 2.0, 2nd inr = 2.7. Inratio meter: mean: 2.35, sd: 0.49, %cv: 21.06. In-house precision test. Inratio meter: returned meter, in-house meter . Retained strip ln: 211586p (strip code: 864hs). Strip lot was determined from the data memory of meter, 2 therapeutic donors. In-house precision testing provided (inratio meter): donor-7: return (inr): 3.9, in-house(inr): 3.7, mean: 3.80, sd: 0.14, %cv: 3.72 % pass. Donor-8: 2.9, 2.5, 2.70, 0.28, 10.48 % pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 3.72% and 10.48%, respectively for each donor are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required.